Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.